Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 13, 2007. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility reports the device has a broken door. Details were not available regarding the set up of the infusion device. Information regarding whether or not the device was in use on a patient when the problem was found was also not available and no additional contact information was provided. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.